Event description:
It was reported that a user on day two of ilet use experienced a low blood glucose event after announcing a meal while glucose was declining from a prior high with correction insulin already on board. Symptoms included hypoglycemia. Outcomes included return to target range after oral glucose treatment with no injury and no hospitalization. Investigation included review of device use history and user report, along with troubleshooting and education on hypoglycemia management and avoidance of overtreatment. Investigation of this case revealed that correction insulin activity concurrent with the meal announcement likely contributed to the low, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.